Manufacturer narrative:
(B)(4).

Event description:
A customer from (B)(6) reported: "the rx is fentanyl 50mcg/ml, inf rate 112mcg/h, bolus 150mcg, q30 min, started yesterday afternoon, in the middle of the night, daughter (md) realized that something is wrong with her mother, it infused 80ml, programming looks fine. I have pump on my desk, medication beg, tubing. Patient is in ER, they stopped her narcotics during the night, she is in pain crisis. Delay in therapy: unknown; need for medical intervention: unknown death/serious injury: no" additional information received on sep 22th, 2015: " "treatment settings: drug name: fentanyl, concentration: 50mcg/ml, continuous rate: 112mcg/h (=2.2 ml/hl), bolus dose: 150mcg, lock out time: 30 mins, boluses per 1 h: 2, pressure (occlusion) sensor setting (0.4-1.2 bar):17.4 psi, administration set used :ap 423, priming method: with pump, bag volume:250 ml. What is the deviation from the described treatment you have observed: based on the above rx over an 8 hour period, the device infused 77ml instead of 24ml. "